Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, more than 7 years have passed since the equipment was delivered, and it is presumed that the parts deteriorated over time and the internal electrical parts failed due to repeated use for a long period of time. It is presumed that this made it impossible to turn on the examination lamp.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the examination lamp of the subject device was not ignited. There was no report of patient injury associated with the event.